Event description:
Patient was scheduled for an arthroscopy of the right shoulder with a possible open rotator cuff repair on (B)(6) 2015. During the surgery, moments after the surgeon began using the stryker 3.5mm ablator, the tip of the ablator broke off and was loose in the patients shoulder. As the patient had a rotator cuff tear that required repair, the surgeon opened the shoulder and was able to retrieve the piece. The ablator and the broken piece are in the possession of the facility. Manufacturer product complaint department notified. Company product representative removed all product with same lot # from facility.